Event description:
It was reported that the device would not power on. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in this MDR report. Investigation summary: field technician stated issue of ¿device won't power on¿ was confirmed. On 19-sep-2024, lvp was received unboxed and with paperwork. Unit powered on without displaying ID, then triggered error 210.5020 due to a loose connector to display board. Noted issue(s) were corrected in bd san diego operation¿s lab. Device to be returned to san diego repair center for normal processing. No repair required by bd san diego repair center. Failure investigation report uploaded to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
Correction: annex c: c07 annex d: d02 additional information: annex c: c16 annex d: d03. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of ¿device won't power on¿ was confirmed. On (B)(6) 2024, lvp was received unboxed and with paperwork. Unit powered on without displaying ID, then triggered error 210.5020 due to a loose connector to display board. Noted issue(s) were corrected in bd san diego operation¿s lab. Device to be returned to san diego repair center for normal processing. No repair required by bd san diego repair center. Failure investigation report uploaded to qn in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device would not power on. There was no patient involvement.